Event description:
Following repositioning of the patient's ipg (united kingdom), it was reported that the patient lost stimulation. A diagnostic test revealed invalid impedance measurement for two lead contacts. Multiple programming arrays were used in an effort to provide effective coverage to the patient; however the attempts yielded limited stimulation relief. Additional reprogramming will be undertaken at the patient's next scheduled appointment. There are no plans at this time for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.